Event description:
It was reported that the programmer generated an error. Follow-up determined that this error occurred at start-up and that there was no patient impact. It was further reported that the programmer had a noisy system fan. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the radiofrequency programmer head returned as an associated device subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary #during analysis the programmer head tested out of specification on the uplink tests and therefore the head's cable was replaced. Product ID: 2090 programmer; product ID: 229047 software analyzer; (B)(4).